Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared to be intact (no lifting or peeling), the pump was intermittently responding to keypad button presses, the up key contact was misaligned, the up and down key contact were inverted and misaligned and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.

Event description:
According to the distributor, the pt has to press the buttons several times for the pump to respond.